Event description:
A healthcare professional reported that when the surgeon went to performed the air fluid exchange portion of the procedure there was no filtered air entering the eye. The pressure was rained from its default of 40 mmhg (millimeters of mercury) to 60 mmhg (millimeters of mercury), and still there where no air bubbles entering the pt's eye. The infusion was switched back to balanced saline solution. The infusion line was clamped, the connector was disconnected from the tubing, and the air fluid exchange function was tested in a gallipot with sterile fluid. There were no air bubbles seen when performing this function even when the pressure was raised to the maximum level of 120 mmhg. To resolve the issue, another pak was opened. The air fluid exchange was retested and air bubbles were seen flowing out the new tubing junction. The procedure was completed without consequences to the pt.

Manufacturer narrative:
A sample has been received and it is awaiting eval. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).